Manufacturer narrative:
We have received the complaint device for evaluation and we confirmed the reported incident .when we pulled on the green handle to close the blades into its retainer slot, we observed that two blades that were next to each other were protruding out of the retainer slot and didn't seat properly on the slot. We observed that the blades were inclined outwards preventing them from properly inserting into its retainer slot. The retainer fin gap distance of those blades were measured to be within their specification. The root cause of this issue was determined to be centering hoop to wire welding error along with operator adjustment error. The centering hoops were not properly aligned against its retainer slot during the welding process. The blade adjustment process includes manual manipulation of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Device was not used in the patient. Procedure was completed using another valvulotome.

Event description:
During pre-use check, surgeon was unable to close one of the blades into its housing.